Event description:
A pt reported blood glucose results of 201, 147, 188 and 244 mg/dl with a lifescan meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: pt reported that they may have touched the test strip when applying the sample.